Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient had a watershed stroke. Imaging revealed left isolated hemisphere, an old left temporo-parietal infarct and emboli in the watershed zone. Additonally, it was reported that there was difficulty controlling the patient's blood pressure during the procedure. Blood pressure was noted to be as high as 250 systolic prior to artery access and as low as 90mmhg post procedure for a brief period of time. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.